Event description:
Upon completion of ivig infusion, when removing intravia 250ml container bag from IV tubing, part of the spiking port from the bag became detached and was stuck on the spike of the IV tubing. A clamp had to be used to twist the piece of plastic off in order to hang the flush.